Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 227, 205, 240, 247 and 230 mg/dl. The customer stated his expected am fasting blood glucose test result range is 170-180 mg/dl. The customer feels well and did not report any symptoms. Customer stated due to the high results he had gone to the doctor; customer stated that the doctor had given him another brand meter to use. Per customer he has been using the different brand meter for the past few days, and he is still getting about 60-100 points off. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the closet. The test strip lot manufacturer¿s expiration date is 10/31/2026 and per the customer the test strips were opened over a month prior to the call. The meter memory was reviewed for previous test result history: result 1: 227 mg/dl , date: (B)(6) 2026, time: 9:02am fasting am , result 2: 205 mg/dl , date: (B)(6) 2026 , time: 8:35am fasting am , result 3: 240 mg/dl , date: (B)(6) 2026, time 8:30am fasting am , result 4: 247 mg/dl , date: (B)(6) 2026, time: 8:30am fasting am , result 5: 230 mg/dl , date: (B)(6) 2026 , time: 8:33am fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.